Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, the ventricular lead was repositioned several times due to loss of capture. The patient went unresponsive and had immeasurable blood pressure (bp). A normal sinus rhythm with intermittent heart block continued. The patient was revived with medications then crashed again. After the pacemaker was reconnected to the leads, the patient was revived and was stable, but then complained of chest pain. Pericardial effusion was confirmed.